Manufacturer narrative:
Returned sample was tested by mts quality control using retains of mts a/b/d monoclonal and reverse grouping cards lot# 062706037-29 and lot # 010606037-16. Negative reactivity was obtained in the anti-d microtube of both lots of gel card confirming the customer's observation that this sample is d negative. No definitive root cause was determined. However, gel card malfunction, customer error, improper storage and handling of reagents, laboratory technique and test preparation cannot be ruled out as contributing factors.

Event description:
The customer reported that they observed discrepant results when determining a pt's rh status. The pt was initially typed as d positive in july '06 using mts a/b/d/ monoclonal and reverse grouping card lot# 010606037-16. In nov '06, the pt was tested with lot# 062706037-29 and was again typed as d positive. However, when the pt was retested at a later date using the same lot of gel cards and also in tube method, the sample was typed as d negative. Results did not match historical pt data, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported. This event is also being reported on medwatch MFR# 1056600-2007-00030, to document the other lot of gel cards included in this report.